Manufacturer narrative:
The available information suggests this electrode is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode received inappropriate shocks due to oversensed noise. Noise was able to be recreated in all three vectors, however was most prominent in the secondary vector. It was reported that the patient had lost over 50 pounds. An x-ray was performed and it was found the electrode was now in a suboptimal position. A procedure was performed to revise the system. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.